Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the 3t heater cooler system. The event occurred in (B)(6), united states. Livanova has initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report regarding a heater cooler 3t system, not heating up. The issue occurred during procedure. There is no report of patient injury.

Manufacturer narrative:
H11: a livanova field service engineer (fse) was dispatched to the facility to investigate the device and confirmed the issue concerning system cardioplegia circuit only. As troubleshooting, the faulty cardioplegia bridge was replaced. Unit was tested and proved to work according to manufacturer device specifications. The device was returned back to service. Based on investigation findings, the reported event has been re-assessed as not reportable, since no reportable malfunction occurred, i.e. Such event is not likely to result in patient injury or death if it recurs).

Event description:
See initial report.